Manufacturer narrative:
The archives and the original dicom and loaded without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the system displayed error 64 and rebooted. The site was on the registration task and was able to continue with registration after the reboot.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the issue is a known event that's recorded in a test track record. If information is provided in the future, a supplemental report will be issued.